Manufacturer narrative:
The field service engineer (fse) reported that the unit performed as designed without any failures. The unit was unplugged, ran until the battery was depleted, and alarmed as designed. No repair was required. After the fse replaced the battery and performed a full functional checkout, the unit was returned to service. No other abnormality was observed.

Event description:
The customer reported that the unit went vent inoperable. The customer reported that the unit was in use on the patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support. The product support evaluated the unit with the customer and found an error logged for the unit operating on battery power followed by a low internal battery error; then a power has been restored error. A review of the log showed the unit had been operating on battery power for more than 4 hours at least. Battery voltage is 12.3vdc and charging. Product support advised discussing the alarms with the respiratory therapist. The customer stated he had checked the outlets in the room, and they are all good. It was suggested to replace the power cord per the technician's discretion.